Event description:
While attempting to position the i60 stapler onto tissue for a third plcr60b reload firing in a laparoscopic hand-assisted subtotal gastrectomy procedure, the instrument emitted a popping sound. Upon removal of the i60 from the patient, it was noted that the anvil was broken. The procedure was continued by use of another device. There were no adverse effects to the patient's health.

Event description:
While attempting to position the i60 stapler onto tissue for a third plcr60b reload firing in a laparoscopic hand-assisted subtotal gastrectomy procedure, the instrument emitted a popping sound - the anvil was broken. The two pieces of the broken anvil were retrieved from the patient's body, and the procedure was completed by use of another device. There were no adverse effects to the patient's health.

Manufacturer narrative:
The returned i60 stapler was found to have a broken anvil as had been reported. The root cause of the broken anvil could not be determined. The company will monitor reports of all such events for corrective action.

Manufacturer narrative:
This is a follow-up report. The narrative was revised to include the fact that the pieces of the broken anvil were retrieved from the patient's body.